Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 4.75 healix advance kntlss br is in used condition. The anchor is broken in half. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would contribute to the complained device issue. Based on the investigation findings, a possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure, bending force was applied to the inserter at the moment of insertion. As per the instructions for use (IFU); improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a rotator cuff repair surgical procedure it was observed that 4.75 healix advance kntlss br anchor device was broken off. It was reported that all broken parts were removed. It was reported that another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.